Event description:
It was reported that the axium prime spring coil was found to be stretched in the introducer sheath during product flushing. The product was replaced, and the patient did not experience any injury or complications. Additional information was received that the coil was inspected prior to flushing and did not become stretched during the flushing process. There were no issues that resulted in the damage that was found. There was no damage or evidence of tampering to the device packaging. The proximal end of the pushwire was secured in the guidewire clip when the package was opened. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime device was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, an opened axium prime inner pouch, a dispenser coil, and within an introducer sheath. Damage location details: the introducer sheath was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The pushwire was found to be bent at ~7.0cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~13.1cm from the distal end. The axium prime implant coil was returned stretched within the introducer sheath. The polypropylene filament was found to be broken off the detachable element. No other anomalies were observed. Testing/analysis (including sem reports): during testing, the axium prime device failed to advance out of the introducer sheath. Due to the damaged condition no further testing was performed. *conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil stretch¿ was confirmed. The axium prime device was returned damaged with the implant coil stretched within the introducer sheath. The report states ¿the axium prime spring coil was found to be stretched in the introducer sheath during product flushing.¿; therefore, a possible cause of the ¿coil stretch¿ may have been caused during preparation. The report mentioned that the implant coil was inspected prior to being flushed and was found to be undamaged; therefore, the damage (stretching) may have been caused during the resheathing of the implant coil; however, the likely cause of the ¿coil stretch¿ was unable to be determined. A few other possible causes of ¿coil stretch¿ are, but not limited to, damage during preparation, pushwire rotation, and the user advances the coil against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.